Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion being treated was located in the moderately tortuous and eccentric calcified mid left anterior descending (lad). Direct stenting was performed and the stent got lifted and partly flared. The procedure was successfully completed with another of the same device. No patient complications or injuries were reported. Patient's status listed as "good".

Manufacturer narrative:
(B) (4).